Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had prime rewind anomaly. The blood glucose was 231 mg/dl at the time of the incident. Customer stated that, they are unable to exit the preparing to prime loop. Advised customer to hold down act until they receive 2nd series of beeps or numbers appear on the display and customer stated that, they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer advised to replace and discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.